Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, g3, and h2 have been updated. B5, h6: health effect - impact, health effect - clinical, investigations findings, h11 have been corrected. Based on the review by a microbiologist, the endocarditis reported in the initial manufacturer report 2015691-2024-07984 is no longer considered reportable. The review states microorganisms including the one characterized from the endocarditis incident staphylococcus, are demonstrated to be rapidly inactivated and could not survive in edwards' multi-stage processing and terminal sterilization process. Edwards lifesciences provides sterile tissue bioprostheses to customers with a carefully designed robust sterilization process for which the efficacy has been demonstrated consistently and which provides a significant safety factor. It can be concluded that the bioprosthetic valves, as supplied by edwards lifesciences, would not be the source of the characterized bacterial isolate from the infection. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this paravalvular leakage. Although the exact cause for pvl with subsequent hemolysis/hemolytic anemia is not known, it may be related to the factors/mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan associate, after a trans-axillary (tax) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve hemolytic anemia and prosthetic valve endocarditis (pve) were observed. The valve was deployed in the intended position and landed 100:0 aortic/ventricular. After the valve deployment, trivial paravalvular leak (pvl) was observed. On postoperative day (pod) 4, 689 u/l of ldh was observed; thus, the patient was diagnosed with hemolytic anemia. After that, blood transfusion was performed, due to progress of the anemia. On pod 29, the patient transferred to another hospital. On pod 38, trans-thoracic echocardiography (tte) revealed that the pvl increased to mild. On pod 57, ldh was 1243 u/l and was still high. As of pod 66, the patient was still in the hospital for the treatment of the hemolytic anemia. Per most recent follow-up information, the patient was still hospitalized and was receiving continuous blood transfusion (more than 20 units), as anemia was not improving. The doctor commented that it was a problem that hemolytic anemia developed even though pvl was mild.

Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the transcatheter valve replacement (tvr) procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections may be related to contamination at the time of surgery (poor sterile technique). Additional causes of early pve can occur from other sources of infection and not from the valve (e.g., dental treatment or surgical procedures involving the upper respiratory tract, utis, pneumonia). Additionally, a non-conformance in the sterility or packaging processes of the valve may also manifest in the early post-operative period causing early pve. However, there are several types of bacteria that would not survive the edwards sterilization process. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (issues related to a shunt occurring after the tavr) may have caused the endocarditis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this paravalvular leakage. Although the exact cause for pvl with subsequent hemolysis/hemolytic anemia is not known, it may be related to the factors/mechanisms mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan associate, after a trans-axillary (tax) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve hemolytic anemia and prosthetic valve endocarditis (pve) were observed. The valve was deployed in the intended position and landed 100:0 aortic/ventricular. After the valve deployment, trivial paravalvular leak (pvl) was observed. On postoperative day (pod) 4, 689 u/l of ldh was observed; thus, the patient was diagnosed with hemolytic anemia. After that, blood transfusion was performed, due to progress of the anemia. On pod 29, the patient transferred to another hospital. On pod 38, since pve developed, the patient returned to the reporting hospital. The causative bacteria of the pve was staphylococcus, and antibiotic therapy was performed. Additionally, trans-thoracic echocardiography (tte) revealed that the pvl increased to mild. On pod 57, ldh was 1243 u/l and was still high. As of pod 66, the patient was still in the hospital for the treatment of the hemolytic anemia and pve. Per most recent follow-up information, the patient was still hospitalized and was receiving continuous blood transfusion (more than 20 units), as anemia was not improving. The doctor commented that it was a problem that hemolytic anemia developed even though pvl was mild. Since hospitalization was prolonged due to a trouble of shunt that occurred after the tavr, a vascular access catheter was placed for a long time and was the most likely the cause of the pve.